Event description:
It was reported that during a carotid angioplasty procedure, catheter breakage occurred. The lesion was located in the carotid artery. The lesion characteristics are unk. The carotid wallstent could not released because the delivery system was broken at the distal part of the catheter. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable." Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.